Event description:
It was reported that the braid on the catheter broke and therefore, the catheter stretched during removal. No pt injury reported.

Manufacturer narrative:
The proximal section of the catheter was returned for eval with approx 51 cm of the distal segment missing and stayed in the pt. The broken segment end appears stretched, showed plastic deformation likely caused by pulling beyond tensile strength. Based on the investigation, the catheter was broken due to excessive tensile forces applied during use. The amount of onyx (liquid embolic) reflux was reported to be 3 to 4 cm (per IFU, reflux should be minimized to less than 1 cm). When the amount of reflux is greater than 1 cm, this can lead to catheter tip entrapment and during withdrawal, catheter separations can result from tensile failure.